Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy due to leads migrated back into the pocket. The issue was confirmed via x-rays. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy restored.